Event description:
Caller reported the advantage system gave a blood glucose result of 135 mg/dl, hospital meter result 30 minutes later was hi. Customer admitted to hospital, treated with insulin and hydration IV. A request was made for the return of the system and a replacement was sent.